Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure (rbp) and revealed a pinhole in the balloon material. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.